Manufacturer narrative:
Unknown taper. Medwatch sent to the FDA on 04/06/2017. The reporter of the event was asked to return the product for analysis once explanted. To date, apollo has not received the device. Without the device, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. Device labeling addresses the event as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated. Other adverse events considered related to the lap-band® system that occurred in fewer than 2% of study patients included: diarrhea (n=2), gastric pouch dilatation (n=2), gastritis (n=2), esophageal dilatation (n=2), syncope (n=2), seroma (n=2). Other events reported to occur in only one patient per event included; abdominal discomfort, alopecia, anemia, arthralgia, decrease blood folate, flatulence, gastrointestinal motility disorder, bronchitis, chills, implant site infection, implant site irritation, implant site hemorrhage, night sweats, hypotrichosis, headache, nail infection, pyrexia, skin irritation, esophageal obstruction, esophageal spasm, postoperative infection, urinary tract infection, muscle spasms, depression, back pain, and hypertension. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have a "port infection, [patient] has drainage at the port site and they want to remove the port, treat it and go back later to replace." It is unknown if the device was explanted.

Manufacturer narrative:
Supplement #1: medwatch sent to FDA on 05/08/2017.

Event description:
Reported as: physician confirmed device removal.

Manufacturer narrative:
Taper ii. Supplement #2 - medwatch sent to the FDA on 30-aug-2017. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. A visual examination was performed on the device, and noted scratches on the port. Needle marks were observed on the port septum. Red particles were noted inside the port septum. A fill inspection test was performed, and no blockage was observed. Under microscopic analysis the ss connector was visible through a gap between two pieces of port tubing. The port tubing was noted to have striated edges, consistent with surgical end cuts, and device removal activities.